Event description:
It was reported that the patient has pacemaker syndrome. The device battery depletion occured in 1 month and was subsequently replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): battery depletion-normal.